Event description:
The user facility reported that during a patient procedure, one of the harmony dual 500 lights was flickering on and off.no injuries were reported.

Manufacturer narrative:
Investigation of this event is in-process; a follow up will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the lights and found the bulb had been replaced by the user facility. The technician noted that the banana jack was damaged and the wiring harness was loose, causing the light to flicker. The technician replaced the banana jack, secured the wiring harness and returned the lights to service; no additional issues. The lights are not under steris service contract.